Manufacturer narrative:
Updated sections: g6, h2, h3, h6, and h11 additional information received indicated that a field service engineer (fse) went onsite and confirmed that that device had been released for operation after passing full functional checks. No logs or evidence of a blue screen were found during the investigation. Since the device was not returned, the claim will be closed as no sample returned. Should any additional information or evidence become available, the claim will be reopened for further investigation.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. (B)(6) has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complaintant alleged that the ventilator experienced a blue screen circuit board failure. Complainant indicated that there was no patient involvement in the reported malfunction.